Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d4, serial# (B)(4), implanted: (B)(6) 2014. Product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) lead exhibited questionable capture. The patient was also noted to have a heart rate around 30 beats per minute at one point. Follow-up information from the patient's clinic stated that three days after these alerts the patient had a stroke and died, thus no intervention occurred. The patient's implanted system was not suspected in the patient's death. No patient complications have been reported as a result of this event.